Manufacturer narrative:
A united states customer contacted a siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed phenytoin (ptn) result obtained on a patient sample on a dimension vista 500 instrument. Siemens is investigating the event. MDR 2517506-2022-00029 was filed for the same event.

Event description:
A falsely depressed phenytoin (ptn) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and a higher result, considered correct, was obtained. The higher result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed ptn result.

Manufacturer narrative:
Additional information (16-feb-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and information provided by the customer. The phenytoin (ptn) assay calibration was within conformance. Quality control was processed before and after the discordant result and continued to recover within the laboratory's acceptable ranges. A siemens customer service engineer (cse) was dispatched. The cse performed routine troubleshooting maintenance. The cse replaced the aliquot probe, completed aliquot probe alignments to the sample rack and vista ssc sample container, replaced the ion fan and adjusted the vacuum settings which drive the probe pressure. Quality control was in range and no issues were noted with other patient samples indicating that the dimension vista system and phenytoin assay were performing acceptably. The discordance was isolated to the single patient sample. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed 11-feb-2022. MDR 2517506-2022-00029 was filed for the same event. MDR supplement 1 is filed for the same event.